Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. A 6fr procedural sheath was used. Mild calcification was noted at the access site. A slight delay in the procedure was reported.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that suture placement was achieved in the right common femoral artery using the preclose technique prior to an transcatheter aortic valve implantation procedure. Reportedly, after the right common femoral artery was closed with the proglide device, an occlusion was noticed. Using an approach from the left common femoral artery the occlusion was ballooned and stented. Blood flow was restored to the leg. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.